Event description:
Subsequent to the initial MDR, clarification was provided on 11/28/2025. On (B)(6) 2025, the patient¿s continuous glucose monitor (cgm) displayed a reading of 138 mg/dl, while a concurrent blood glucose (bg) measurement indicated 258 mg/dl. The patient developed severe hyperglycemia, which led to a seizure episode. During the seizure, the patient struck a nearby dresser, sustaining multiple injuries, including lacerations to the knee, head, and elbow. The patient remained unconscious for approximately six hours. During this period, narcan was administered, and an olfactory stimulus was applied in an attempt to revive the patient; the source and rationale for these interventions remain undocumented. Upon regaining consciousness, the patient contacted her spouse, who notified their physician. The physician arranged for hospital admission at approximately 8:00 am. Upon arrival, the patient was diagnosed with diabetic ketoacidosis (dka). Initial hospital bg readings were unreadable; subsequent bloodwork revealed a level of 396 mg/dl. Prior to admission, cgm readings ranged from 138 mg/dl to 160 mg/dl. During hospitalization, intravenous insulin therapy was initiated and continued for approximately 13 hours (8:00 am-9:00 pm). The patient experienced significant lower extremity edema, dizziness, and flu-like symptoms during the hospital stay. A diuretic was prescribed to address severe swelling, which impaired ambulation. Bg levels trended downward, but persistent lower extremity swelling required elevation above heart level, limiting mobility. The patient was discharged from the emergency department within 24 hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 11/06/2025, the patient reported that her husband contacted an ambulance. The patient experienced a seizure and lost consciousness for approximately six hours. She sustained a knee injury and was transported by her husband to the hospital. Upon arrival, the patient¿s dexcom app displayed ¿unreadable¿ data, and her bg level was recorded at 700 mg/dl. She was treated with insulin and discharged on (B)(6) 2025. Hospital findings indicated diabetic ketoacidosis (dka) and influenza. Prior to the event, the patient did not provide any specific details regarding her activities. She stated that the dexcom app was ¿just unreadable.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness. H6 codes: health effect - clinical code problem code: e1601 arthralgia / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.